Event description:
It was reported that during a lap cholecystectomy procedure, the device clips scissors during use and the artery was cut. A second device was opened and the procedure was completed. The consequence to the pt is unknown.

Manufacturer narrative:
.